Event description:
Prior to use, the physician was taking the orbit rdfl complex standard coil (638cs0721/15134727) out of the sterile package, but the coil got caught on the lip of the package and the coil was kinked in the process. It was never delivered. The physician used another coil of the same variety.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15134727 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that based on additional information there was no reportable product malfunction. Therefore, no further information will be forthcoming for this event.